Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
One mentor memorygel breast implant 300cc was received by the mentor failure analysis lab on (B)(6) 2022 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. The date of explantation was indicated as (B)(6) 2021. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on jan 31 2022, it was noticed the previous report contained errors in section e. The correct initial reporter is doosol medical co., ltd. The appropriate fields have been updated appropriately.